Event description:
The new bard irrigation tray with 70cc piston syringe (lot number: ngsd0016 and reorder number: 750307) was opened and filled with normal saline (0.9) to prepare for irrigation. Upon drawing up saline into the syringe, a loose plastic piece was observed to be floating in the syringe. The syringe and saline were not used on the patient. When expelling saline into sink, the loose plastic would not exit the syringe. The manufacturer of this device was notified of the event and we are currently awaiting a response.